Event description:
It was reported that leakage was occurred on connector of hls cannulae due to a crack. The product had been used for 7 days for treatment. Customer changed the product with new one. Complaint#(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
It was reported that leakage was occurred on connector of hls cannulae due to a crack. The product had been used for 7 days for treatment. Customer changed the product with new one. No harm to any person has been reported. The photograph was received which shows the reported failure, crack on the luer lock connector. Based on this, failure could be confirmed. No product investigation is required since photograph shows the failure clearly. The production history records (dhrs) of the affected be-pal 1523 with lot# 3000210529 was reviewed on 2022-08-29. According to the DHR result, the product be-pal 1523 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Furthermore, it was stated within this complaint that hls cannula had been used for 7 days. The leakage was detected during patient transportation. A visual control was performed before treatment by customer and there could not be found any damages or cracks on the connector. Additionaly, customer did not use any cleaning agent that could cause damages on connector. The reported failure could be linked to the risk assessment and control of hls cannulae and the most probable cause could be: cannula connection: mechanical damage to cannula during removal of fem cap - use error: lack of attention on device handling unintended repositioning (e.g. During patient transport or repositioning) could cause decannulation and deformation on cannula - use error: lack of attention on device handling . Maquet cardiopulmonary is aware of similar products showing a similar malfunction. It was concluded that the crack on the luer lock connector of hls cannula could occur by over tightness. The overtightening of a closing cap or a stopcock on to the luer hub may cause a crack vertically in the hub area. Over-tightening may occur either by hand or by using a clamp to apply or tighten a dead-ender (dead end cap) or stopcock. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : the photograph was received which shows the failure clearly, crack on the luer lock connector. No product investigation is required since the photograph shows failure.

Event description:
(B)(4).